Event description:
It was reported that the wake button on the pump was difficult to press. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no troubleshooting was performed, and no additional information was obtained.